Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
Subsequent to the initial medwatch report, the following information was received. The guide wire fragment remained in the patient's vessel and a non-abbott guide wire was used to complete the procedure without issue. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that during a procedure of the chronic totally occluded (cto) left anterior descending (lad) the unspecified abbott guide wire fractured and a portion remained in the patient's anatomy. The final patient outcome and treatment was not provided. No additional details were provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.